Event description:
The customer reported ancef 1 gm infusing in the secondary bag backed into the ringers lactate primary drip chamber while in the surgical daycare center in preparation for surgery. The backflow was noticed quickly and the patient received all of their pre-op medications. There was no harm reported to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.